Manufacturer narrative:
Investigation is ongoing. Additional elements requested: the incident report states that there is no impact to patient: was it the surgeon who indicates that this incident did not cause or contribute to serious injury? - surgeon reported it and there was no serious injury to the patient. Did the device would be likely to cause or contribute to death or serious injury if the malfunction happens again? No. We note a delay of 30mn in the procedure: could you confirm the delay? - confirmed as he had to replace the anchors with a competitors anchors. Was there a revision of the anesthesia protocol? - no. What was used to complete the procedure? - arthrex swivelock. The incident report states "both knotless anchors used pulled out from the bone": could you explain why? The surgeon felt the anchors do not give enough purchase, especially with soft bone. Please report on the circumstance when the event occurred: were there any contributing conditions related to this event? The patient had soft bone is it possible to return the medical device for expertise? No, per hospital protocol they destroy any used implants. There is no impact to patient. No other complaint about this batch number. But, a malfunction would be likely to cause potential adverse effects following an extension of surgery time which may require a revision of the anesthesia protocol. We are waiting for additional information to understand the problem (implants not returned / scrapped) and concerning the surgical technique used. Follow up#1 / final report: there is no visual inspection of the failed implant because it was destroyed by hospital. No additional information. Post-manufacturing data analysis of the batch of the broken implants: the screws were manufactured in compliance with our specifications. No manufacturing anomaly was recorded for this batch of screws. All the data is compliant. The high molecular weight is indicative of good injection conditions. This file is closed.

Event description:
Fnc: (B)(4). Event occured in (B)(6) / USA. Description of the incident / incident report: "both knotless anchors used pulled out from the bone before the surgery could be completed". No clinical consequences - surgical time increased over than 30 min.

Manufacturer narrative:
Investigation is ongoing. Additional elements requested: the incident report states that there is no impact to patient: was it the surgeon who indicates that this incident did not cause or contribute to serious injury? - surgeon reported it and there was no serious injury to the patient. Did the device would be likely to cause or contribute to death or serious injury if the malfunction happens again? No. We note a delay of 30mn in the procedure: could you confirm the delay? - confirmed as he had to replace the anchors with a competitors anchors. Was there a revision of the anesthesia protocol? - no what was used to complete the procedure? - arthrex swivelock the incident report states "both knotless anchors used pulled out from the bone": could you explain why? The surgeon felt the anchors do not give enough purchase, especially with soft bone. Please report on the circumstance when the event occurred: were there any contributing conditions related to this event? The patient had soft bone is it possible to return the medical device for expertise? No, per hospital protocol they destroy any used implants». There is no impact to patient. No other complaint about this batch number. But, a malfunction would be likely to cause potential adverse effects following an extension of surgery time wich may require a revision of the anesthesia protocol. We are waiting for additional information to understand the problem (implants not returned / scrapped) and concerning the surgical technique used.

Event description:
(B)(4). Event occured in (B)(6) / USA. Description of the incident / incident report: "both knotless anchors used pulled out from the bone before the surgery could be completed". No clinical consequences - surgical time increased over than 30 min.